Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non functional) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was pinched, damaging the lead 1- wire in the cable. The root cause for pinched cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.